Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that an occiput t2 construct with mountaineer rod experienced rod breakage after the patient sustained a fall. It is unknown if the fall is a direct cause of the malfunction. No patient adverse consequences were reported, but the device was reported to have been explanted on (B)(6) 2013.

Manufacturer narrative:
Visual inspection noted that the rod had fractured into two segments. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of minor plastic deformation across the surface suggesting a static failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the mountaineer 3.5 rod, 200mm could not be conducted as the lot number is illegible. Without the lot number, a review of the manufacturing records cannot be completed. A 12-month review of the complaint trend analysis for the mountaineer 3.5 rod, 200mm was conducted on the specific product code from this complaint as the length of the implant affects the rod stress profile and therefore this length is not indicative of the family or vice versa. It was noted that there were no related complaints for issues of this nature. Review of complaints found no significant trends. The root cause of the mountaineer 3.5 rod, 200mm becoming fractured cannot positively be determined. However, the fracture analysis results show evidence of a static failure consistent with what would be observed due to the increased impact load from the reported fall. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.